Manufacturer narrative:
(B)(4). The device was received by baxter for evaluation. Review of the event log found evidence of the reported iipv condition. The cause was use error, tidal total uf removal set too low. Homechoice apd systems trainer?s guide gives instructions on how to set the tidal therapy settings. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 17:02:44. During night drain cycle seven, the patient's ultrafiltration reading was 2777ml, indicating the home patient (hp) drained 2417ml more than their maximum programmed fill volume of 2400ml. No additional information is available.